Event description:
Customer called to report a fluid leak from the modular chemistry (mc) sample crane obstruction detector of the unicel dxc 880i synchron access clinical system. Customer stated that approximately 2 to 3 milliliters of fluid leaked and was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and confirmed a leak from the obstruction detector seal. After further examination, the fse found that the sample probe was occluded with rubber from the sample tubes. The fse replaced the sample probe and the mc obstruction detector to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).